Event description:
Device malfunction: none. Time of symptoms/ae: post hospitalization. Symptoms/ae: subdural hemorrhage, death. It was reported that post-hospitalization of a 2007 successful left internal carotid artery stenting procedure, the pt was admitted on 6/26/2007 at a different facility for colon surgery. The pt died on the following month while in the hospital. The suspected cause of death was subdural hemorrhage. Though requested, no add'l info is available. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device info. The stent remains in the pt. The lot number was provided. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.